Manufacturer narrative:
UDI number: ni. Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported that the threads of a closure top fractured during final tightening within surgery. The device was removed and replaced with an alternative closure top to complete the procedure. There were no reported patient impacts associated with this event.

Manufacturer narrative:
UDI: (B)(4). Additional information: (methods, results, and conclusions) - the returned closure top was evaluated. There were no indications of damage on the device. The closure top was found to work as expected during a functional analysis with mating parts. There was no failure detected. A review of the manufacturing records did not identify any issues which would have contributed to this event.

Event description:
It was reported that the threads of a closure top fractured during final tightening within surgery. The device was removed and replaced with an alternative closure top to complete the procedure. There were no reported patient impacts associated with this event.